Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had blood glucose levels up to 444 mg/dl and down to 28 mg/dl. Customer treated the low with food and juice; customer treated the high with the insulin pump. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.